Event description:
Information received from the field does not address the patient's clinical status but notes that post coronary artery bypass graft (CABG) surgery, the device was not sensing properly and pacing thresholds were high. Auto- capture was programmed off and the voltage was increased to an appropriate safety margin. The patient was scheduled for lead repositioning, but the pacemaker system was replaced.